Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A user report has been received from swedish medical products agency. A healthcare professional has reported: "23-year-old individual with type 1 diabetes. Has an insulin pump called omnipod, the pump has lost connection with their freestyle libre 2+ sensor. It is unclear whether the fault lies with the pump or the sensor. We have reported both. We have contacted both manufacturers about this. Subsequently, the patient developed ketoacidosis and myocardial infarction. Consequence: severely impaired health".